Event description:
User reports issue with discrepant sodium results in 2008. Three pt examples provided. Pt 1, initial result 129 mmol/l, repeat 135 mmol/l. Pt 2, initial result 129 mmol/l, repeat 135mmol/l. Pt 3, initial result 131, repeat 137 mmol/l. Initial results were reported, the pts were not adversely affected. The customer performed maintenance that included changing the reagent and recalibrating that resolved the issue.